Manufacturer narrative:
(B)(4): physio-control evaluated the customer's device and verified the reported issue. Physio opened the device to perform an internal inspection and observed that the power module to therapy pcb cable was not fully seated. After re-seating the cable, the device powered on without further discrepancies. Physio-control will complete other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit will be returned to the customer for use. The cause of the reported issue was that the power module to therapy pcb cable was not properly seated.

Event description:
The customer contacted physio-control to report that their device would not power on using ac or dc power. There was no patient use associated with the reported event.